Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, at the time of implanting the intraocular lens in the eye a mark was noted at the level of insertion (junction) of the haptic in the optic. Additional information has been requested. Additional information received and stated that, there was no patient harm reported.